Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted in the left ventricle (lv) but not used due to dislodgement. After the lead was placed and final programming, the threshold started to increase and the lead had noticeably slid back from its original position. The lead was removed and left ventricular pacing was abandoned. No lead was placed in the lv. No patient complications have been reported as a result of this event.